Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device was leaking during patient use. The device was infusing the patient with oxycocet when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.